Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open sore on his back. The patient's nurse reported that the sore from the lifevest was unable to heal because the patient was constantly bedridden in the hospital over the course of several months. The patient was not wearing the lifevest while in the hospital. The patient's nurse applied a bandage to the sore. Follow-up indicated that the sore was still present and that the patient was still not wearing the lifevest. The medical outcome of the sore is unknown.